Event description:
The end user reported that there is an open raw area under the mass in the 6 o'clock position measuring approximately 3/8 of an inch. He first noticed a smaller area approximately two (2) months ago and is getting worse.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The end user stated that he uses allkare adhesive remover; ivory soap; powder; no sting and the eakin on back of his barrier. He reported that his normal wear time is three (3) to four (4) days, and that he changing the product more often because of this issue. He stated that he recently lost weight. The end user was instructed to resize barrier and to continue using the powder and skin protectant barrier. He will follow-up with his health care provider. A return sample for evaluation is not available review. This complaint issue has been previously investigated and documented. The feedback data analysis along with the risk probabilities calculated indicates no significant trends. The trend depicted is random and is consistent with the medical advisements and care noted by health care providers. Adverse event monitoring will continue to be performed in accordance with convatec documented procedures. No additional pt/event details have been provided to date. Should additional information become available, a follow-up report will be submitted.